Event description:
It has been reported to co that the occlusion balloon deflated during the procedure. Inserted the occlusion balloon wire into the patient saphenous vein graft and inflated to 6mm to occlude the vessel, a few second later the occlusion balloon deflated. Removed the device and opened another and continued the case without incident.